Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The operator used the virtual hand controller on the touchscreen to move the table horizontally. The operator released the command on the touchscreen and the table continued to move. The patient's head came into contact with the detector. There is no allegation of harm. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
During setup of a cardiac study, the user needed to move the table horizontal in. The user pressed the touchscreen and enabled fast table longitudinal in motion. When the user removed their finger from the touchscreen, the table did not stop moving in. The patient's head touched the detector and a collision sensor was activated. There was no patient or operator injury. A philips field service engineer (fse) went to the customer site to evaluate the system and no issues were found nor could the fse reproduce the issue. The fse collected logfiles and sent them to philips for review. Review of the logfiles by philips engineering concluded that: table longitudinal motion had stopped when the button was released on the virtual hand controller (vhc) of the touchscreen. The collision that was reported occurred 44 seconds after the table longitudinal motion stopped per the command from vhc. Based on the investigation performed, there was no uncommanded or continued system motion. There was no malfunction of the device as it worked as specified. The patient had activated the detector collision sensor after the table motion had already stopped. Therefore this event is not reportable. Internal cross reference: complaint pr# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.